Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter occupation is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy plus 6.65 percent during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Customer problem was duplicated during investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulsor assembly.